Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, healon is not an implanted device. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Article: long-term results of up to 12 years of over 700 cases of viscocanalostomy for open-angle glaucoma. Citation: grieshaber, m.c., peckar, c., pienaar, a., koerber, n., and stegmann, r., (2015) long-term results of up to 12 years of over 700 cases of viscocanalostomy for open angle glaucoma. Acta ophthalmologica, 93, p. 362-367 doi: 10.1111/aos.12513.

Event description:
The following article was received based on a literature review: long-term results of up to 12 years of over 700 cases of viscocanalostomy for open-angle glaucoma. The study is assessing a surgical procedure: viscocanalostomy; in which healon gv was used in the procedure. The study lists all intra and post operative complications, and it is not clear if these complications are attributable to the healon. Complications: 42 eyes with microperforation, 16 eyes with peripheral descemet's detachment, 12 eyes with iop spike over 30mmhg, 5 eyes with iris incarceration, 126 eyes with micro hyphema, 11 eyes with gross hyphema, 6 eyes with wound leakage, 3 eyes with choroidal detachment, 2 eyes with flat anterior chamber, 27 eyes with cataract formation. No indications in the article about secondary surgeries or treatments for the complications. A copy of the article is provided with this report.